Event description:
It was reported during an idiopathic ventricular tachycardia (idvt) procedure, there was noise on the body surface (bs) ECG's. Troubleshooting included exchanging the electrodes, removing magnetic energy away from the field and moving the x-ray housing without success. They were working with the local field service engineer (fse) with the troubleshooting. It was advised to replace the ECG cables ((B)(4)). Later in the procedure after the ablation, it was noted that the patient's blood pressure dropped and the patient complained that they were hot. Intracardiac echocardiography (ice) confirmed a pericardial effusion. A pericardiocentesis was performed and the issue resolved. The patient was admitted for observation. It was mentioned that a reprocessed ice catheter and a polaris boston scientific catheter were also used during the procedure. Upon request, the bwi field representative provided additional information on the event. The event was life threatening. The event did not result in the impairment of a body function or damage to a body structure. A cardiac tamponade was seen on ice after the patient¿s blood pressure was noted to be low. A pericardiocentesis was performed. The event did not require extended hospitalization. The outcome of the adverse event was that the patient fully recovered. The physician¿s opinion regarding the causality of adverse event is that it was procedure related. Issue occurred during the ablation phase. The physician¿s opinion regarding the causality of the tamponade was that it was noted to be odd as they were ablating in the left ventricle (lv) lateral wall.

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). (B)(4). Event description: the physician did not experience any difficulty in manipulating the catheter. The power setting was set to 50 watts. The flow setting was set 30ml/min. The sheath that was thought to be used with the ablation catheter was the long sl1 81cm. The act maintained during the procedure was between 250-300. The acunav catheter used in this procedure was reprocessed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)